Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that this occurrence is a result of manufacturing or component failure.

Event description:
Spontaneous implant loss when the sound processor was fitted. The patient experienced pain and subsequently a implant loss. The clinic reported ongoing inflammation symptoms at the bone cavity where the implant used to be.